Manufacturer narrative:
Correction - h6 should be "additional surgery" rather than "serious injury.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-22176. Related manufacturer reference number: 2017865-2021-22177. Related manufacturer reference number: 2017865-2021-22180. It was reported that the patient experienced an infection. The pacemaker, his bundle pacing lead, and right ventricular lead was explanted. Some vegetation was noted. The patient also had a left ventricular lead that was implanted on (B)(6) 2021 and was capped on (B)(6) 2021 for an unknown reason. There was no allegation that the system or any procedure involving the system contributed or caused the infection. The patient condition was stable.